Event description:
In 2004, a 32mm asd device was implanted in a pt. The defect had an initial stretched diameter of 20-22mm and a deficiency of the retro-aortic rim: however, repeat balloon sizing showed the defect to be closer to 28mm. Implantation was first attempted with a 22mm and a 28mm device; however, the left atrial discs of both devices prolapsed through the defect. Subsequently, a 32mm devive was chosen and delivered; however, the left atrial disc again prolapsed into the right atrium with standard delivery, and delivery was unsuccessfully attempted from the left upper pulmonary vein. A final attempt was made to deliver the disc from the right upper pulmonary vein, and this deployment resulted in the discs splaying around the aorta perfectly. However, on stability testing, the device again pulled through the defect into the right atrium. An attempt was made to recapture the device into the 12f-delivery system; however, the device became detached from the delivery cable before either disc could be recaptured. The device embolized to the right atrium and across the atrial septal defect into the left atrium. A brief attempt to recapture the device with biopsy forceps was unsuccessful. The pt underwent successful surgical removal of the device and closure of the defect with no complications. Intraoperatively, the pt's asd was noted to have enlarged (presumably from balloon sizing) posterior toward the coronary sinus.